Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited that the plastic distal end was burnt. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the distal cover was burnt. A definitive cause was not established; however, it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: operation manual for gif/cf/pcf-290 series chapter 3 preparation and inspection 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.